Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining an erroneously normal hybritech psa (hyb-psa) result for one (1) patient. The result was generated on a unicel dxc 600i synchron access clinical system, used in conjunction with access hyb-psa reagent (lot 021763) and access hyb-psa calibrator (lot 019788). The result was reported out of the lab and was questioned by the physician. Repeat analysis of the sample on the same instrument yielded a result above the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
The serum sample was centrifuged for 10 minutes at 3400 rpm. Sample appearance was normal. Qc was within the customer's established ranges during the event. A system check performed on (B)(6) 2011 failed the washed portion. The washed portion of the system check was repeated the same day and met specifications. A system check performed on (B)(6) 2011 met specifications with no issues. A bec field service engineer (fse) was dispatched on (B)(6) 2011. The fse verified that the ultrasonics, alignments and the transducer temperature were correct. All verification testing met published performance specifications. A clear root cause could not be determined for this event.